Manufacturer narrative:
B3 date of event - estimated as 45 days post implant.

Event description:
It was reported that device/movement shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The patient anatomy was difficult with no depth and a lot of distal pectinate. The procedure was successfully completed with the closure device implanted in the laa of the patient. The closure device met all release criteria and had a compression that ranged from 22-27 percent. There were no patient complications or consequences that were reported to have occurred. The patient came in for their 45-day follow-up procedure when it was noted that the closure device had shifted and was on its side. The closure device remains in the appendage and there is no treatment or intervention planned. The patient is doing well, and they did not experience any complications as a result of this event.